Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user¿s report was partially confirmed. The unit was experiencing a white balance error due to a faulty switch board. Additionally, the rear label was fading, and a minor kink was noted on the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k camera head was not displaying an image and experiencing white balance issues during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty switch board could not be determined at this time. Olympus will continue to monitor field performance for this device.